Event description:
As reported from our affiliates in (B)(4), this was a case with a 26mm sapien 3 ultra valve. During inflation, the commander delivery system balloon "broke" (leaked). The valve was partially expanded. The entire system was removed. A new sheath was positioned, and a post dilation was performed with a 25mm valvuloplasty balloon. The procedure concluded with success without consequence to the patient. Pictures provided by the customer showed liner delamination of the device before customer manipulation.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The following was observed on the returned sheath: the sheath shaft was fully delaminated from the liner up to the distal strain relief. The liner was bunched with the c-marker hanging but still attached. Soft tip damaged and hdpe split at the opening. Images of the devices after the procedure and before manipulation on the back table were provided. The following was observed: the delivery system is fully inserted through the sheath. The inflation balloon appears bunched distally with a balloon tear at inflation/crimp balloon bond. Based on the location of the distal liner away from the sheath distal tip, the liner is likely delaminated. The liner appears to be bunched at the distal end as well. 3mensio imagery was returned and showed some degree of tortuosity in the patient access vessel. The condition of the sheath was confirmed to be a result of manipulation of the device on the back table and are not indicative of the condition of the device during and at the end of the procedure. The complaint for sheath liner delamination was confirmed. However, no manufacturing non-conformances were identified in the evaluation. Reviews of the DHR, lot history, and complaint history showed no indication a manufacturing non-conformance contributed to the event. No IFU/training manual deficiencies were identified. This event reports a sheath liner delamination observed after the procedure that has not resulted in a patient harm, or a device failure to perform its function. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Therefore, it is not included in the risk management file. Imagery review showed that the delivery system inflation balloon was bunched, and crimp balloon was torn. The larger balloon profile and loss of material integrity (crimp balloon tear) can make it difficult to retrieve through the sheath. If excessive force was used in attempts to retrieve the damaged balloon, the sheath liner can be damaged and delaminate. Available information suggests procedural factors (altered balloon profile, withdrawal of torn balloon) contributed to the event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.